Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patients ipg had flipped in the pocket causing the patient pain. Patient underwent surgical intervention on (B)(6) 2022 to reposition and secure the ipg.